Event description:
It was reported that the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the power failure. Power on and off issues and inappropriate boot up were isolated to the power supply assembly. Physio-control further evaluated the assembly and determined that the root cause of the reported failure was an electrically leaky filter, designator fl4. The customer received a replacement device.